Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, during system implant, the physician was unable to implant the left ventricular (lv) lead due to malfunction of the guide catheter. Additional surgical intervention was required to successfully place a different lv lead the following day. No additional adverse patient effects were reported. This accessory device is not expected to be returned for analysis.